Event description:
It was reported by service report that the head section bearing caps were detached and damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - bearing caps.